Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, visual analysis, retains analysis, concomitant device evaluation and system risk analysis (sra). The DHR was reviewed and the product met manufacturing specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 04/24/2017 to 09/05/2017 and trending was not exceeded. Visual analysis was not performed as the complaint product was not available for return. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Concomitant device evaluation concludes the sterrad® 100s was evaluated and the unit was confirmed to be working within specifications. No problems were found with the unit. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." There is insufficient information to determine an assignable cause. The customer was unresponsive to multiple attempts for additional information. Should additional information or the complaint product be received at a later date, the complaint will be re-opened for evaluation of the event. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. It is unknown how long the bi was incubated. The chemical indicator (ci) changed to a "brownish" color. The affected load was released for use on patient(s). There was no report of infection, injury or harm to patient(s) associated with this issue. Asp will continue to follow up for additional information regarding the event. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the affected load is released without reprocessing.